Manufacturer narrative:
Continuation of d10: product ID 97745 serial# (B)(6): product type programmer, patient product ID 977a175 serial# (B)(6) implanted: (B)(6) 2022: product type lead product ID 977a175 serial# (B)(6) implanted: (B)(6) 2022: product type lead medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the impedances were high.

Event description:
Information was received from a patient (pt) regarding an external device. It was reported that their controller will connect to the implantable neurostimulator (ins) but they can't increase or decrease stimulation, which started happening the first week in (B)(6). The pt was also seeing a settings not available message. Pt says they met with their manufacturer representative (rep) who said to call and request new controller and recharger (rtm). Pt said the rep could adjust my stimulation with their controller but not with my controller. The pt says they can still charge the ins with the rtm, so patient services (pss) told the pt we will just send new controller since rtm is working. They said their implant doesn't last as long in between charges, which patient services (pss) reviewed has nothing to do with external equipment, and to follow up with rep again on that. The pt says they made rep aware of this issue "the second week in july". The pt says they are in a lot of pain because they can't control their stimulation. The issue was not resolved through troubleshooting. A replacement controller was sent out. Additional information was received from a manufacturer representative (rep). It was reported that they were made aware of this issue on friday the 28th of july, when they saw the patient in the doctors office. She may have spoken with another rep previously, but they were not aware. On july 28th, the rep thought the setting not responding could have been due to defective patient controller. The patient reported that she had not made any changes with the device, and she simply turned it on one day, and saw the message ¿settings not available. Cannot provide your desired intensity settings¿. The rep thought the controller may have an issue, so they advise the patient to contact patient services, and have a new one shipped. The patient followed this request. However, upon receiving her new controller, the patient alerted the rep that she was having the same issue. The rep set up another appointment with this patient for (B)(6) 2023. They also reached out to colleagues, about other troubleshooting ideas. The rep met with the patient today and found the issue to be related to an impedance in the leads. The patients program was set up, right where there was an I impedance. They moved the placement of the programing, and all devices worked as expected. All devices worked as expected. The patient left the office with a working handheld controller, and feeling stimulation in the affected areas. This was also confirmed with a physician/account.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may have not been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.